Event description:
It was reported that the ilet bionic pancreas user experienced recurrent hypoglycemia after dinner meal announcements, with the lowest confirmed blood glucose of 41 mg/dl, treated with oral glucose including juice and a cookie, and that a fast reset and coaching on meal announcements were completed; device data were synced and low glucose alarms were noted, while the medical device problem and component could not be specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.